Manufacturer narrative:
Other, other text: one infusion pump was returned for evaluation. Visual inspection of the device found it to have a cracked right plunger case, cracked on the left corner of the top case, and bottom case l-bracket compartment. Device underwent flow and occlusion testing; unable to duplicate the reported customer complaint during testing. However, there was primary audible alarm post error noted in the event history log, confirming the reported allegation. The problem source has been determined to be unknown.

Event description:
Information was received that device had audible alarm error.

Event description:
Additional information received indicating that there was no patient involvement. The issue was discovered at start up.

Manufacturer narrative:
Other, other text: h2: additional information: a1, b5 and h6 (patient code).